Manufacturer narrative:
One 7207674 sterile biorci ha screw used in treatment, was returned for evaluation. Product threads had been torn or fractured off the proximal end. It was partial product returned in pieces. The distal tip was absent. Scuff marks were noted inside the hexes. The returned portions indicate stress torque was a factor. The physical condition indicates difficult insertion attempt with excess force placed upon the implants. Adherence to the IFU prep and use is essential for optimum success of the product. Per instructions for use (IFU) 1061039: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Complaint history review indicated no similar allegations for the lot number reported. Batch review for the lot number reported, indicated no condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a pcl reconstruction, two screws were found to be fractured. Broken pieces were removed with tweezers the procedure was successfully completed with a significant delay using a back-up device. No other complications were reported.